Event description:
Fuhrman catheter came apart and migrated into subcutaneous tissue requiring cutdown for extraction. No long term pt harm.

Manufacturer narrative:
Evaluation: no product was returned. An attempt to obtain additional info was unsuccessful. Unfortunately, without the catheter or additional info, it is not possible to determine with certainty where or how the catheter separated. However, we have addressed catheter separation in the past by a change request to add a step in quality assurance dept requiring a 100% tug on the proximal fitting to assure the fitting is adequately secured and the tubing is pliable. Therefore, we can confidently say the device was manufactured prior to this change.